Manufacturer narrative:
Internal report reference number: (B)(4). Product is not returned for evaluation yet. Note: manufacturer contacted customer in a follow up call on 10-nov-2020 to ensure the patient condition improved and initial concern is resolved - able to establish contact with customer who stated she was able to remove the metal from her fingers and had no infections, she used neosporin her fingers. Customer was advised to notify her doctor. Customer stated the lancets looked normal, had no burs or visible deformities on the lancets and the plastic handle had no metal on it. Customer received the envelope and will return the lancets for investigation. Note 2: manufacturer forwarded the complaint to supplier for additional product investigation. Supplier batch records and the retained samples were checked and no problem was identified.

Event description:
Customer reported complaint for the lancets. Customer states that the lancets were leaving metal shards in her fingers, she has about 10 slivers of metal in three of her fingers and that one finger became infected, she treated it with neosporin and it is now doing better. No medical intervention related to the use of the lancets was reported. Customer states she spoke with the pharmacist who referred her to call the manufacturer. Customer was advised to call her primary doctor in regards to getting the metal shards removed or treating the infection.

Manufacturer narrative:
Sections with additional information as of 13-dec-2020: h3: device evaluated by manufacturer: yes. H6: updated FDA's method, result, and conclusion codes. H10: product evaluated by supplier and no defect found. Mlc-009: use error caused or contributed to event.